Event description:
Quinton cath would accept fluid without difficulty, but would not sustain pressure for dialysis. Removed and replaced. Diagnosis or reason for use: hemodialysis. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.